Event description:
Emergency medical technicians responded to a person described as in full cardiac arrest. The device's first analysis advised no shock and 1 minute of cardiopulmonary resuscitation was administered. According to the reporter, when the "analyze" button was pressed a second time, the device alarmed, displayed a service icon and would not analyze the pt's rhythm. The reporter stated the battery was replaced, power was cycled and the "analyze" button pressed but the device subsequently alarmed, the service icon displayed and the device would not perform analyses. Cardiopulmonary resuscitation was performed and a backup device was called for but the pt was not resuscitated.